Event description:
It was reported that upon programming a pacemaker into MRI protection, this right ventricular (rv) lead was noted to exhibit high out of range pace impedance measurements. Additionally, the patient stated the physician had discovered this lead was damaged. No adverse patient effects were reported. At this time, this lead remains in service.